Event description:
It was reported that pump displayed malfunction alarm labeled malf 12, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and to call back if any future malfunction alarms occurred.